Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and confirmed the reported complaint. The ssc board was replaced. The device passed all tests and the device placed into service. As the problem was discovered prior to use and a warning message displayed, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016, clinical staff discovered a displayed on the arkon. The unit was not in patient use when the issue was discovered. No injury was reported.